Event description:
It was reported that during implant attempt, the right ventricular (rv) lead helix wouldn't fully extend. The physician attempted to manually extend the helix, but decided not to use the lead. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.